Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician had successfully deployed one stent and was attempting to place this stent distal to the first stent. Crossing difficulties were encountered and resistance was noted during retraction. The stent dislodged in the pt and the physician was unable to retrieve it. The stent remains in the carotid artery. Pt status is listed as "okay".